Manufacturer narrative:
(B)(4). The device was returned with the blade tip broken off and not returned. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. The device was disassembled to inspect the internal components. Moisture was found at the hand activation domes. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #k9145e. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot. Additional information received: yes broken blade fall in to the patient but doctor has removed it and dispose off.

Event description:
It was reported that during an unknown procedure, the blade broke in first use. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.